Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor pressures matched the pressures from the catheter and the sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
A review of the information provided was performed, and the sensor was within the tolerance for cm mean; therefore, the reported malfunction is unconfirmed. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.20mhz and 34.13mhz during the review of the applicable reading(s). A review of the DHR was performed and per engineering review, there was no adverse impact to product or evidence of relation to the event reported. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.